Manufacturer narrative:
We are unable to verify the reported failure on (adhesive seems too strong) from the returned samples. The customer returned an opened pouch of 15 electrodes for investigation. Visual inspection did not reveal any abnormalities. Peel ease test was performed on 2 electrodes, where their removal from backing cap was observed and no abnormalities was observed. Next, electrode peel force test was performed on 13 electrodes, where peel force is measured after 24 hour application. The results showed that all samples met the specifications. Review of production record did not reveal any deviation. The adhering raw material was investigated. The coa of the adhesive was reviewed, the faceside adhesion test and liner releasing-gram test showed that the lot was delivered within the specification. Further information obtained from the customer revealed that the electrodes were used for brainstem evoked response audiometry / auditory brainstem response measurements, while the intended use for blue sensor n electrodes is for ECG monitoring/measurements of the heart to investigate cardiac rate, rhythm and/or abnormalities. It has been concluded that the possible cause of the reported failure is due to within lot adhesion performance variation of certain spot of the adhesive material. No corrective action is required based on risk assessment. Production, technical team and quality control have been made aware of this feedback via quality alert. We will continue monitoring the market for similar complaints.

Event description:
The failure was reported from phoniatrics and pediatric audiology department. The customer stated that the electrodes can only be painfully removed from the skin. The adhesive seems too strong, as three children have developed open skin lesions.